Event description:
It is reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was found that the right ventricular (rv) lead was under-sensing due to diminished r waves and failing to capture because of an elevated pacing threshold. The rv lead had become dislodged. An x-ray was performed, but the results were inconclusive since the dislodged position of the rv lead closely resembled its original placement. The rv lead was successfully repositioned on (B)(6) 2024. There were no patient consequences.